Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed a button error. The keypad was unresponsive. The customer¿s blood glucose level was 25 mmol/l. No further details were given. The device will not be returned for analysis.

Manufacturer narrative:
Device was received with act, down arrow and up arrow buttons unresponsive due to corroded keypad traces. No button error alarm noted. Device had cracked case at display window corners, cracked reservoir tube lip, broken belt clip slot, minor scratched and cracked display window.